Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd phaseal¿ injector luer lock n35. The following information was provided by the initial reporter, "it was reported that the phaseal products are leaking."

Event description:
It was reported that leakage occurred during use with a bd phaseal¿ injector luer lock n35. The following information was provided by the initial reporter; "it was reported that the phaseal products are leaking."

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident and a root cause could be determined. A device history review could not be completed as no batch number was provided.